Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report sensor issues as the customer stated that the sensor does not fire at all. Customer blood glucose at the time of the incident was 401 mg/dl. Customer reported that she was trying to insert the sensor and the needle hub got stuck inside the serter. Customer stated that the sensor never entered the skin. Troubleshooting was done and a replacement product is being sent.